Event description:
The manufacturer received information from a service engineer on behalf of the customer that a trilogy ev300 ventilator failed the active exhalation verification test during periodic maintenance. No patient harm or injury was reported. Review of the test sheet documentation showed the device failed the active exhalation verification: s (+) p (+): pilot: reading test. The device was evaluated by a field service engineer (fse). During the investigation, the engineer replaced the device¿s 3-way solenoid and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications.

Manufacturer narrative:
The reported failure of active exhalation verification: s (+) p (+): pilot: reading test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.